Event description:
The complainant reported that a zi abutment had been placed in a pt on (B)(6) 2008. The abutment fracture on (B)(6) 2010. The implant remained viable, and was not removed. There were no adverse effects to the pt as a result of the reported abutment fracture.

Manufacturer narrative:
The abutment with crown attached, and the abutment screw were returned for eval. The internal lobes section was completely detached from the abutment. The internal lobes section was not returned for eval. Fractures around the base of the zirconium abutment are typically caused by a torque setting over the recommended 30 ncm and/or misalignment during placement; however, the root cause of this failure could not be confirmed. This product is supplied by keystone dental as a non-sterile device, consequently, there is no exp date noted. This incident was inadvertently categorized as a non reportable event during initial processing. We revisited the file after receiving the failed product and determined the incident was reportable. In light of this, we are submitting this report beyond thirty days of initial notification of the incident. (B)(4).